Event description:
Additional information was received stating that the vns patient¿s device was fine and that there were no issues. The patient¿s device settings were increased and the increased settings caused throat pain and voice alteration. The patient could not tolerate the higher settings. The settings were decreased and the patient was doing fine.

Event description:
It was reported that the physician was having issues interrogating the patient¿s device. The physician stated that the patient likely left his office visit on (B)(6) 2014 without having his device settings adjusted. The patient was scheduled to have his device settings lowered because he was having difficulty tolerating stimulation. It was reported that the physician had issues interrogating the patient¿s device in the past. The wand battery was replaced and confirmed to be functioning normally. The programming system was then able to interrogate a demo device. It was reported that the nurse always had the programming system was plugged in while interrogating patients.